Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that segments were missing from the 100/s position of the display- the complaint was confirmed. A root cause analysis will be conducted and if anything of significance is reported through this analysis, it will be forwarded to the agency. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that she was having a problem with her meter. She stated that some of the segments were missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/ concerns.